Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: no patient involvement during this procedure, the issue occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Error 45982 was found to have happened at least once in the device event history log reviewed and the dso (downstream occlusion) sensor seal was bubbled. Replaced the dso seal, cleared the error code and reinstalled the software for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the exhibited "ec 45982 and downstream occlusion sensor seal bubbled". No patient involvement reported.